Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the circulatory support specialist via email that the patient underwent a pump exchange from one lvad to another lvad on (B)(6) 2014. Patient had a prior exchange on (B)(6) 2013 from their initial implant on (B)(6) 2013. Log files have been submitted on this patient for abnormal "erratic" power elevation and flows. Several attempts have been made to obtain add'l info from the medical center regarding the presenting symptoms of this patient.